Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on 02/29/2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action.

Event description:
It is reported that the pt is experiencing pain, swelling with exercise, and loosening.

Manufacturer narrative:
Info was received from a distribution who is not required to complete form 3500a. This report will be amended when our investigation is complete.